Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer of the synchron lx 20 clinical chemistry system was leaking and some racks were wet. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified debris occluding the cap piercer drain valve. The fse cleared the debris and flushed the valve. No further leaks were noted.

Manufacturer narrative:
(B)(4).